Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had multiple incidents of low blood glucose (bg) levels. However, the exact values were not provided. During the call with tandem technical support, the customer stated that a temporary rate of zero was set the night prior and the customer woke up to a bg level of 29 mg/dl and had seizure. Reportedly, the customer has been adjusting settings on their own and stated to not enter bg levels on the pump. The customer declined to provided how the low bg's were treated and additional information. It was indicated that the customer reverted to backup pump for insulin therapy.